Event description:
Reporter indicated that vns pt was sceduled for revision surgery due to suspected device malfunction. It was reported that treating physician believed that the lead may be 'not in the right place or split'. Approx three months post implant, the pt began to experience 'sensations in neck and strong pull in vocal cord area' that were later described as feelings of painful and erratic stimulation with muscle contraction in her neck area. It was reported that the pt had recently been involved in a motor vehicle accident (date unknown). The day after these sensations began, they became intense and uncomfortable so the pt was seen in hospital emergency room because her neurologist was not available. The pt was seen by her neurologist the following day, at which time the device was programmed to off. Review of x-rays by manufacturer revealed that the lead electrodes were implanted at c6-c7 with one tie down and strain relief present. The generator was implanted in the left chest with lead connector pin fully inserted past the generator connector block with feedthroughs intact. The lead wire appeared to be intact at the connector pin. There were no visible gross lead discontinuities or acute angles, though the entirety of the lead could not be seen as some of it was behind the generator; therefore, a lead discontinuity there could not be ruled out. The pt underwent lead replacement surgery approx two months after she first experienced the painful and erratic stimulation with muscle contractions in her neck area. Intraoperative device diagnostic testing prior to explanting the original lead was within normal limits upon first test, but resulted in dc-dc code 7 amd limit upon repeat testing, indicating possible device malfunction. The explanting surgeon did not attempt to confirm proper lead/generator connection prior to explanting the original lead. Intraoperative device diagnostic testing performed after lead replacement (with the new lead connected to the original generator) was within normal limits, indicating proper device function. Visual inspection of the explanted lead at the time of surgery did not reveal any obvious discontinuties in the lead body. Lead break is suspected.

Event description:
The lead was returned and analyzed. Analysis summary: the electrode portion of the lead was not returned. The conditions of the lead portion returned are consistent with conditions that typically exist following an explant procedure. The connection between the setscrew and lead pin showed evidence that proper mechanical and electrical connection was present at one time. It cannot be determined if proper mechanical connection is present during the life of the implant. Results of the product analysis investigation were unable to identify any lead discontinuities or anomalies of any kind which would have contributed to the reported high impedance and erratic stimulation. There were no issues identified with the lead, however, the entire lead was not returned. The high impedance was not confirmed. Potential causes of high impedance events include: device failure, pt movements, bad connection, electrode to vagus nerve interface, device approaching end-of-service, training, design durability or corrosion of the lead.